Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe foreign matter was found in the fluid pathway. This occurred 13 times. There was no report of patient impact. The following information was provided by the initial reporter: the user's report is that a liquid was coming out of the needle tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe foreign matter was found in the fluid pathway. This occurred 13 times. There was no report of patient impact. The following information was provided by the initial reporter: the user's report is that a liquid was coming out of the needle tip.

Manufacturer narrative:
The following fields have been updates with additional information: d.10 device available for eval? Yes. Returned to manufacturer on: 14-jun-2022. H.6 investigation summary: customer returned (13) 3/10cc, 12.7mm, 39g syringes in an open poly bag from lot#: 1207749. Customer states that a liquid was coming out of the needle tip. All returned syringes were tested and 3 out of 13 samples exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch#: 1207749 all inspections were performed per the applicable operations qc specifications. There were five notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.